Event description:
During product evaluation, it was identified that an interlink extension set had brown spots in the filter. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection revealed brown spots in the filter of the device. Functional testing was performed, and the device operated per specification. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.